Manufacturer narrative:
Dueto corroded keypad traces. No frozen screen noted. Unit passed displacement test and the time advanced during testing. Unit had cracked case at display window corner (all corners), cracked battery tubethreads, cracked reservoir tube lip and missing end cap sticker. Nomoisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.